Event description:
It was reported that the atrial lead exhibited intermittent loss of capture, oversensing and less than 200 ohms bipolar impedance. Insulation damage was suspected. The lead would be capped and replaced.

Manufacturer narrative:
Na